Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a female pt who used super poligrip original denture adhesive cream. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1990, the pt used super poligrip original denture adhesive cream. At an unk time after using super poligrip original denture adhesive cream, the pt experienced nerve injury. Treatment with super poligrip original continued. At the time of reporting, the event was resolved. According to the legal complaint, the pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Follow up info was received on 06/19/2012 via medical records. On (B)(6) 1998, the pt reported experiencing a sensation of numbness in both feet located in the soles that had become slowly progressive. The pt also experienced some pain traveling down her right lower limb. It appeared the pt might be symptomatic of a peripheral neuropathy and that might explain the symptoms of numbness in the soles of her feet. On (B)(6) 2000, the pt complained of a hot, burning sensation on her feet which was most noticeable at night, pain in her feet when she bears weight on them, and the numb and cold sensations. Impression included signs of peripheral sensory polyneuropathy. On (B)(6) 2000, nerve conduction studies of the lower limbs were normal. Impression included a distal sensory polyneuropathy which seemed to be of unk cause and probably due to aging. On (B)(6) 2000, the pt complained of confusion, lightheadedness, and headaches, which had been present for several weeks. The pt also had some word-finding difficulty. On (B)(6) 2000, the pt complained of impaired balance and confusion. A recent carotid ultrasound showed no significant stenosis. On (B)(6) 2001, a recent magnetic resonance imaging (MRI) of the brain showed some ischemic white matter changes, but was otherwise normal. On (B)(6) 2007, it was noted the pt had a history of a spinal cord stimulator implanted to treat chronic low back pain following a fall in 1990 and revised in 2005. A fentanyl pump was implanted in (B)(6) 2006. The cause of her neuropathy had not been determined. Motor nerve conduction studies of the lower limbs were normal and sensory responses were absent. Electromyography of the right lower extremity was normal. On (B)(6) 2008, the pt had sensations of numbness and burning in her feet and legs and cramps in her thighs, trunk, and feet. Symptoms involved her lower extremities to the level of her knees. On (B)(6) 2008, the pt had generalized tingling to the level of her hips, exhaustion, unsteadiness, and impaired thought. Complaints of memory impairment might be a side effect from lyrica. On (B)(6) 2011, the pt's zinc level (whole blood) was 1061 ug/dl (normal 400 to 860) and serum copper level was 164 ug/dl (normal 70 - 155). This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2012-00066. Super poligrip is mfg in (B)(4) and neither the product nor lot number for this product was available. (B)(4).